Manufacturer narrative:
No product sterility issues were identified. Investigation/DHR review confirmed that the disposable products utilized in this case were sterilized per procedure and met sterility requirements. Infections are a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Event description:
It was reported that a patient experienced an infection post-litt procedure. Litt procedure occurred on (B)(6) 2022.